Event description:
On (B)(6) 2012, it was reported that the patient's blood glucose levels had been elevated for the past 6 days. She began using a new infusion device 7 days ago. Her blood glucose levels have been between 15-25 mmol/l (270-450 mg/dl). Her normal level is 5.5 mmol/l (99 mg/dl). She had been experiencing physical symptoms of exhaustion, thirst, nausea, and dehydration. She has changed her insulin cartridge and infusion set three times in attempt to lower the elevated blood glucose levels. The patient switched to her old infusion device and her blood glucose levels returned to normal. The patient's infusion device did not display any error messages. Troubleshooting did not identify any cause of the elevated blood glucose levels. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
Product was received for evaluation on (B)(4) 2013. The complaint cannot be verified. The product meets the specifications regarding the patient's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm function of the pump was tested on the diagnostic test system and meets the specifications.